Event description:
It was reported that during a dialysis treatment, this device was interrogated due to a patient fall the week prior. Upon interrogation, high, but still in-range pacing impedance measurements (1374 ohms) and increased capture threshold measurements were noted from this right ventricular (rv) lead. It is unknown at this time if the physician alleged the fall to be related to the increased pacing impedance and capture threshold measurements. It was hypothesized the increased impedance and threshold measurements were the result of mineralization around the rv lead. Due to the patient's frailty, a replacement procedure was noted performed and close remote monitoring was undertaken. Two weeks later, this rv lead was surgically capped and abandoned. A replacement lead was subsequently implanted to resolve the event. The patient was stable with no additional adverse effects. This rv lead remains implanted, but capped and out-of-service.